Event description:
Affiliate called to report customer reservoir was leaking insulin out of the back and into her reservoir compartment of the insulin pump. Customer noticed the leakage while she was wearing the pump.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.